Event description:
The bronchovideoscope was returned to the service center with a report of charged coupled device burnt out. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device it was observed, the distal end body was severely burnt and there was an image black out. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided. It is likely the distal end body was severely burnt was due to a high-energy treatment device used without ensuring a sufficient distance from the tip and the image blackout was likely due to a damaged/defective charged coupled device. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device